Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 238 mg/dl. The customer had a connection issue during troubleshooting and changed the reservoir and infusion set. The customer was unable to troubleshoot further and was advised to monitor the issue and call back if the alarm recurred.